Event description:
The customer reported that during an in-service training session, the unit was pumping erratically and then displayed a "maintenance code #1" message. The unit also failed the safety disk leak test.